Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -there was no abnormality on the exterior of the device. -with the endoscope connected to the device, it was inspected by aging for about 1 hour, switching the device on and off repeatedly, and shaking the connector, but the monitor screen did not disappear and the endoscopic image was still displayed. -when the camera head ch-s200-xz ea of olympus asset was connected to the device and rocked the connector, the endoscopic image was distorted, but the reported event was not reproduced. -when the device was connected and operated according to the instruction manual, there was no abnormality. Omsc confirmed from the device history record that there were no abnormalities at the time of shipment, but was unable to determine the cause of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the endoscopic connector of the olympus otolaryngology videoscope enf-v3 with serial number 741575 was connected to the device, the endoscopic image did not appear on the monitor. When the endoscope connector was pushed up by hand, the endoscope image was displayed, and when the hand was released, the image disappeared. The intended endoscopy was completed with the assistant pushing up the endoscopy connector. The device was used in combination with an advan int¿l corp monitor amm215wtd. There were no malfunctions when the device was delivered, but the reported event then occurred during the pre-use inspection. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.